Event description:
It was reported that an infusion of rocuronium was started at 1307 on (B)(6) 2025 on an intubated patient on mechanical ventilator and continuous renal replacement therapy (crrt). The patient was also receiving other sedative agents. Upon patient's return from CT scan department at approximately 1720, the clinician observed that the rocuronium bag was empty. The bag contained 125ml rocuronium that was received from the pharmacy. The clinician reviewed the infusion order with another nurse the time of start, correct dose and rate entered for 0.5mg/kg/hr. To run at 4ml/hr. However, at the time that the rocuronium bag was found empty, the clinician noticed that the pump was programmed to infuse at 6.25mg/kg/hr. With a rate of 50ml/hr. Instead. The physician was notified and the infusion was turned off. The customer reported that they suspect a programming error and asks the manufacture to review the device keystroke logs. It was further reported that while the patient was at CT scan department, there was an attempt to administer a bolus dose of rocuronium as ordered by the physician. However, the "bolus" key on the pump was greyed out and the clinician was unable to "complete at that time and infusion was reverted back to previous settings." Per report, this was the was the only additional time the pump "was accessed after starting the infusion". The customer reported that there was "moderate harm" to the patient; however, no further information has been provided.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of rocuronium was confirmed through review of the logs but was not replicated during device testing since they were not received for this investigation. The initial infusion of rocuronium (concentration of 10 mg/1 ml) was manually programmed on (B)(6) 2025, at 12:58 pm as a weight-based infusion (patient weight = 80 kg) at a dose of 0.5 mg/kg/hr (calculating a rate of 4 ml/hr) and a volume to be infused (vtbi) of 115 ml. The device was actively infusing until the rate was changed to 50 ml/hr at 3:04 pm, changing the calculated dose to 6.25 mg/kg/ml. This change triggered a guardrails soft limit warning for ¿dose above maximum of 1.1 mg/kg/hr¿. This limit was overridden, and the infusion was started. At 3:36 pm, the ¿bolus¿ key was pressed nine (9) times but registered as invalid keypresses. The start key was then pressed, triggering the guardrails soft limit warning again, the user selected ¿yes¿ to override the limit. At 5:07 pm, there was an occluded fluid side alarm, the infusion was restarted at 5:08 pm, triggering the guardrails soft limit warning once again; the user bypassed the limit. After starting the infusion, the dose was changed to 0.5 mg/kg/hr and the vtbi was changed to 110 ml a minute later. The unit was channeled off at 5:18 pm but was programmed again at 6:14 pm with the previous infusion parameters. The bolus key was pressed five (5) times but were invalid keypresses. The infusion was stopped a minute later by powering off the system. The total volume infused (tvi) between 12:58 pm and 6:15 pm was recorded at 111.138 ml. The facility¿s data set was received via email. The incident profile ¿(B)(4) on (B)(6) 2025. Critical care/or¿ was reviewed on the guardrails editor software (v12.1.2) and it was found that the drug ¿rocuronium¿ was configured as a weight-based infusion with no non-weight-based options and that bolus doses were disabled. It was also observed that there were no hard limits configured for the dose or the concentration of the drug. External and internal inspection, as well as testing of the suspect devices could not be performed since they were not returned for investigation. Root cause: the root cause of the reported over infusion of rocuronium was determined to be a user programming error (rate programming). The device was actively infusing at the intended rate of 4 ml/hr since 12:58 pm until it was changed to 50 ml/hr at 3:04 pm, changing the calculated dose to 6.25 mg/kg/ml. This change triggered a guardrails soft limit warning for ¿dose above maximum of 1.1 mg/kg/hr¿. This limit was overridden, and the infusion was started. No hard limits were configured for the drug dose or concentration. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of rocuronium was started at 1307 on (B)(6) 2025 on an intubated patient on mechanical ventilator and continuous renal replacement therapy (crrt). The patient was also receiving other sedative agents. Upon patient's return from CT scan department at approximately 1720, the clinician observed that the rocuronium bag was empty. The bag contained 125ml rocuronium that was received from the pharmacy. The clinician reviewed the infusion order with another nurse the time of start, correct dose and rate entered for 0.5mg/kg/hr. To run at 4ml/hr. However, at the time that the rocuronium bag was found empty, the clinician noticed that the pump was programmed to infuse at 6.25mg/kg/hr. With a rate of 50ml/hr. Instead. The physician was notified and the infusion was turned off. The customer reported that they suspect a programming error and asks the manufacture to review the device keystroke logs. It was further reported that while the patient was at CT scan department, there was an attempt to administer a bolus dose of rocuronium as ordered by the physician. However, the "bolus" key on the pump was greyed out and the clinician was unable to "complete at that time and infusion was reverted back to previous settings." Per report, this was the was the only additional time the pump "was accessed after starting the infusion". The customer reported that there was "moderate harm" to the patient; however, no further information has been provided.